Event description:
It was reported that the lead integrity alert was triggered due to high impedance and high right ventricular thresholds. Physician programmed the implantable cardioverter defibrillator detection off. X-ray and further investigation will be done at a later date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.